Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on visual inspection, the receiver was determined to be in good condition. Global receiver functional testing resulted in no failures related to the customer complaint. However, a review of the receiver data log confirmed hardware and firmware error codes. This complaint was deemed reportable upon completion of device evaluation on 01/29/2015. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.